Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An ophthalmic surgeon reported that during the phacoemulsification and "chopper" phase, the system indicated low vacuum and slow aspiration during two cataract procedures. The procedures were completed after replacing with another product. There was no harm to the patients. Additional information has been requested.

Manufacturer narrative:
A review of the device history record indicated the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing could not be performed. The root cause of the customer's complaint could not be determined. (B)(4).